Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a normal follow-up, high capture threshold was observed. The patient was asymptomatic. The lead was successfully capped and replaced on (B)(6) 2016. The patient was doing well and will continue to be monitored with routine follow-up.